Event description:
The artificial kidney used during dialysis has not performed to acceptable standards. While dialyzing a pt with a qb of 300 vmn, qd of 800ml/mn and 1440 ml/hr uf the dialyzer had a trans-membrane pressure (tmp) of >500mmhg where as it should have been around 196mmhg. Other pts on the same lot number experienced higher than expected tmi's. When the pts were changed to other dialyzers with different lot numbers the tmp came within normal limit.